Manufacturer narrative:
As reported, the deployment button of a 6f exoseal vascular closure device (vcd) could not be pressed in the correct release position during use. There was no reported patient injury. Multiple attempts to gather additional information have been made and have been unsuccessful. The device was discarded. A product history record (phr) review of lot: 18233150 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that could be associated with the event reported. Without the return of the device for analysis, the event reported of ¿deployment lever (button)-frozen/locked¿ was not confirmed and no determination of possible contributing factors could be made. As cautioned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device. Caution: further retraction of the exoseal vcd and the vascular sheath introducer will cause a set of red and white bars to appear in the indicator window, as a warning that no further retraction should occur prior to plug deployment. If further retraction occurs, discontinue the use of the device. Use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed.¿ neither the phr nor the information available for review suggest that the event reported could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the deployment button of a 6f exoseal vascular closure device (vcd) could not be pressed in the correct release position during use. There was no reported patient injury. The device was discarded.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.